Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device has not been previously returned for service. The database showed quality notification # (B)(4) was opened for the device with correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit. Serial # (B)(4). Case complete turn over to cad. Customer called in for help on 8100 unit, after try to connect unit to 8015 unit on either side the unit light up then go black. To resolve issue customer will have to replace the logic board on unit. Or can send unit in for services repair. (B)(6). (B)(4). 8100 unit. Serial # (B)(4). Customer called in for help on 8100 unit, after try to connect unit to 8015 unit on either side the unit light up then go black. Before calling in customer had replace both iui connectors. But did not resolve the issue the logic board on unit will have to be replace on unit customer will either replace the board or send unit in for repair services.